Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 52.5 mm in diameter and was treated with gore® excluder ® aaa endoprostheses. On (B)(6) 2012, computed tomography follow-up imaging showed a diameter of 52 mm. On (B)(6) 2013, ultrasound measurement showed a diameter of 49 mm. On (B)(6) 2014, computed tomography follow-up imaging showed a diameter of 70 mm. On (B)(6) 2014, the patient was treated for a type ii endoleak caused by the inferior mesenteric artery which was successfully coiled. On (B)(6) 2015, ultrasound measurements showed a decrease of the aneurysmal sac of 67 mm. On (B)(6) 2016, computed tomography follow-up imaging showed a diameter increase of the aneurysmal sac to 95 mm. Reportedly, the lumbar arteries were markedly visible and were pooling into the aneurysm sack. On (B)(6) 2016, a laparotomy with transaortic ligation of the lumbar arteries was performed to resolve a type ii endoleak. In an attempt to maximize the seal zone, the limb on the left side was extended. The patient was reported to have tolerated the procedure and was discharged from hospital on (B)(6) 2016 in good condition.

Manufacturer narrative:
Concomitant product(s),:patient medication: ass100, hydrochlorothiazid, zyloric, delix.